Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was not provided, and privacy laws prohibited the account from providing further information regarding the event. However, it was reported that based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. No autopsy was performed. It was also communicated that heartmate 3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient never passed away and is ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient expired; however, further information communicated by an abbott representative stated that the outcome had been incorrectly reported. The patient remained ongoing on heartmate (hm) 3 lvas, serial number (B)(6), until 24oct2023 when the patient underwent a pump exchange. Reference MFR # 2916596-2023-07673 for the evaluation of the returned device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.